Event description:
It was reported that during irrigation of the surgical wound at the l5-s1 spine level, the unit clogged with bone pieces. The staff took the guard off to unclog it. They heard a knocking sound as they started to use it. They believe the guard cracked when they tried to put it back on. They used the handpiece and the guard came off, going past the wound tearing the dura. The guard did not fall into the wound site. The doctor used a mesh covering and sutures to repair the tear. The pt was already going to be on antibiotics regardless if the tear occurred. The pt is currently in good condition. The pt did not require additional anesthesia. It is unk if there was a delay or if a back-up device was used.

Manufacturer narrative:
The device will not be returned to the MFR for eval.